Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the complaint could not be duplicated during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Corrosion was visible on the keypad flex cable. Unrelated to the complaint, moisture was visible beneath the display screen lens. Evaluation revealed the internal clock battery on the printed circuit board had failed. The bolus button was found to be missing. Corrosion was observed on the bolus button contact.